Event description:
My husband is presently on home hemodialysis, I am a rn who performs his treatments. From (B)(6) 2019 to present, I have received 4 different cyclers, none of which are functioning properly when programmed to perform treatment. I have consistently programmed the cycler to remove 2kg of fluid. This goal has never been achieved. Through the trouble shooting process, it was discovered that the home dialysis nurse was seeing different numbers on her view then what I was actually programming into the cycler. Nxstage was contacted and presented with the information that was documented to inform them. The cycler was replaced to only experience the exact same problem, the third cycler that was sent would not even allow priming of the system, the fourth cycler is now not only once again not showing the proper numbers programmed but has added an additional of treatment time. My husband's dry weight is now 6kg higher than it should be, which will require additional treatment. FDA safety report ID# (B)(4).

Event description:
Add'l info received on 11/07/2019 from reporter for mw5088795. Fluid overload. I have previously submitted a complaint regarding a nxstage cycler for home hemodialysis. Unfortunately, I misplaced my ref number. I perform hd at home for my husband. This problem has been ongoing. I now on my 6th cycler. The cyclers are being programmed to remove a certain amount of fluid and are not meeting goal. This has occurred once again. This requires add'l treatments in order to remove fluid and hospitalization in the past due to fluid overload. My husband suffers from pulmonary hypertension in addition to the esrd. His heart is severely compromised due to this condition and the fluid overload is extremely detrimental to his health. Maintaining a very strict balance of fluid is imperative for his well being. The most recent cycler that was delivered to my home last evening was sent with a "delivery driver" not a trained tech. The jewel box that transmits info was not properly installed and this cycler was found to not operate properly as well. After add'l phone calls, yet another cycler was delivered. Upon "programming" it this morning, I was unable to do so, only to learn that it left the warehouse without being "internally programmed." I spent 2 hours on the phone being "talked through" how to internally program the cycler and then program it according to the prescription from our physician. A pt should not be responsible for such a task. The only reason I performed this function is because my alternative was to bring my husband in to the city for a dialysis treatment, which really was not an option.